Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient began treatment with dianeal 2.5% ultrabag therapy (2000ml, frequency not reported) intraperitoneally (ip) for pd. Dianeal therapy was ongoing. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient had break in aseptic technique described as did not wear a mask and did not clean area before starting pd. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. On an unreported date, the patient was treated with injection (inj) amikacin (250mg thrice daily), inj cefazolin (250mg in 2.5%-2000ml-3 exchange, 4 hours per day-for 7 days). The patient was still hospitalized. Outcome for the event was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient retraining has been requested. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The consumer reported the following. On an unknown date, the patient was retrained on aseptic technique. On an unknown date, one week after the hospitalization, the patient was discharged from the hospital. The patient recovered from the event of peritonitis (previously reported as unknown).